Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a product used for adolescent ID iopathic scoliosis (ais) spinal therapy. Levels implanted was l2-l11. It was reported that during use of modulex osteogrip shanks in a spinal construct, the patient¿s back became over-kyphotic and surgery was necessary. Modulex shanks were reported to have broken at the t11 level, and a follow-up x-ray identified the issue. A revision procedure was performed due to the breakage, during which the surgeon partially removed screw heads, added end-to-end medicrea connectors and short rods, and placed screws at t12, l1, l2, and l3, the construct was extended to l3 to improve the patient¿s condition. There were no further complications or symptoms reported regarding the reported event. Additional information was received via manufacturer representative that the reported event was observed during normal follow-up. There is no allegation or malfunction associated with replaced screw, connector and rod. Patient with broken shanks might increase chance of good sagittal correction but the revision surgery improved the patient well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.